Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit mentioned error (iab catheter restriction) and (iabp may require maintenance) . Action messages are not available in service manual. Same catheter used with another cardiosave (iabp) it worked properly. There was no patient harm.

Manufacturer narrative:
Updated fields - d4(version or model #,catalog #,unique identifier (UDI) #), e1(event site postal code - 54000, event site state - punjab) ,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. Corrected fields - d4(serial#). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the safety disk, pressure filter , vacuum inlet filter. Actually more than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or part was to become available, the file will be reopened and updated. A follow up MDR will be sent. No further gfe attempts are required.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).